Manufacturer narrative:
Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. Reportedly, the customer used the transmitter more than 3 months. A replacement transmitter was sent to the customer.